Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an apply sample message. On april 20, 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. Upon the callback, an inaccuracy issue was discovered on the alleged onetouch basic meter. The patient manages her diabetes with r insulin and novolog insulin, no sliding scale. After the apply sample issue began at the beginning of (B) (6) 2010, the patient could not obtain a blood glucose reading on the subject meter. Reportedly, the patient used her onetouch basic backup meter. However, the patient indicated she did not realize that her onetouch basic test strips were expired. The patient claimed that she was obtaining lower readings than usual. As a result of the alleged low readings, the patient stopped taking her novolog insulin for approximately 4 days. On (B) (6) 2010, at 8 am, the patient tested at "138 mg/dl" on the backup meter. The patient did not have any symptoms and reportedly was feeling great. When she went for a doctor's office visit at 9 am, the patient was tested at "525 mg/dl" on the clinic's meter. The doctor treated the patient with 30 units of regular insulin and 15 units of novolog insulin at 10 am. This complaint is being reported because the patient claimed that she received treatment for hyperglycemia after she used expired test strips with the onetouch basic meter for 4 days. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.